Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the teeth were damaged, and the bands were overlapped. No problems were found in the handle section. The reported device code was confirmed. These conditions are consistent with factors related to procedural use, handling, or insertion technique, which may have affected the performance of the device during band deployment. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemorrhoids ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the angus during a hemorrhoids ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.